Event description:
Customer reported a failed battery test alarm and stated that changing the batteries did not resolve the issue. The blood glucose reading was 150 mg/dl. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not corroded or damaged. Customer was advised to clean the battery cap contacts and customer received a battery out limit alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.